Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref. MFR. Report #1627487-2013-11567, 1627487-2013-11568. It was reported the patient has been experiencing uncomfortable and inadequate stimulation/ coverage. A sjm representative attempted to troubleshoot the issue via reprogramming but was unsuccessful. In turn, the patient received stimulation in unintended areas. An impedance check revealed no anomalies. Follow up revealed the patient's issue (s) remain ongoing. As a result, the patient plans to receive a series of injections before exploring other options.